Event description:
Around (B)(6) 2024 my husband has been complaining of pain and swelling to left upper arm fistula due to dialysis. We kept informing medical staff at the hospital and his dialysis medical team of the pain and swelling but only told my husband to take tylenol. The medical team kept stating they would change his dialysis date but no surgery happened within in the one month of pain he suffered. Due to the medical teams lack of urgency to my husband's faulty fistula, my husband came to his death (B)(6) 2024. Despite our constant communication with medical staff.